Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears used as there is biological material present on the device. The sample was returned with the knob partially opened. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon trigger engagement, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to properly load into the jaws of the device or close. Another attempt was made and the next clip was able to properly load and close. The remaining clips were all able to function properly. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. One of the six clips was unable to properly load and close. It could not be determined what caused one of the clips to be unable to work properly. However, the broken ratchet ears could affect the user's ability to properly apply clips. The IFU for this product, l06072, was reviewed as a other remarks: part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "unit misfired" was confirmed based upon the sample received. One device was returned. It was found that the sample was returned with the ratchet ears broken which could affect the end user's ability to properly load and apply clips. The device was returned with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. One of the remaining clips was unable to properly load into the jaws of the applier. However, the other five remaining clips were able to properly load and close. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
The device misfired after one clip was used. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73g1600431 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The device misfired after one clip was used. There was no patient injury.